Manufacturer narrative:
Evaluation summary: the analysis showed that the tsw45 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechansim was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as tended. A batch record review was performed and no anomalies were found during the manufacturing process. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap appendectomy procedure, the device did not fire. Could only be opened with extreme force. Another device used to complete the procedure with no patient consequence.